Event description:
It was reported that pump displayed cartridge alarm 20 and had issues with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump.